Manufacturer narrative:
A cardioquip customer notified cardioquip that the cpg of their device was not cooling. Upon inspection of the device, a cardioquip technician identified that both the cpg pump and valves were nonfunctional and required replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
The customer reports that the cpg is not cooling.